Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm and no blank display noted. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states he was receiving motor error alarm. Customer's blood glucose was 116 mg/dl. After troubleshooting, customer was advised that his insulin pump would need to be replaced. No further information provided.